Manufacturer narrative:
The calibration data is within expectations and the qc recovery is within specified ranges. Therefore, a general reagent issue could be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The event occurred in: (B)(6). (B)(4).

Event description:
The customer complained of questionable elecsys prolactin assay results from 2 separate samples from 1 patient that were not matching the patient's clinical picture. Please refer to the attachment to this medwatch for patient data. The erroneous results were released outside of the laboratory. There was no allegation of an adverse event. The customer's cobas e801 serial number was not provided. The prolactin reagent lot used at the investigation site was 293123 with an expiration date of 31-may-2019. The cobas e801 used at the investigation site was serial number (B)(4). The investigation is currently ongoing.